Event description:
Flxibility study. It was reported that a pericardial effusion with tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) was advanced. The procedure was completed successfully with the closure device being implanted in the laa of the patient. A complete seal was noted. There were no complications that occurred during the procedure. Post procedure the patients blood pressure dropped and a transesophageal echocardiogram (tee) was performed. The imaging showed that the patient had a pericardial effusion of 30mm. The physician performed a pericardial puncture and 1200ml of blood was collected and transfused back into the patient. The patient was stable, but the bleeding did not stop, so after 30 minutes the patient was brought to cardiothoracic surgery. During surgery a small hole was found outside the device near the upper pulmonary vein. The physician closed this hole by suture. The closure device remained implanted. The patient was stable. Four days post implant procedure, the patient was diagnosed with cardiac decompensation with clinically relevant pericardial effusion. That day the patient developed hypalbuminemia due to intensive care treatment and difficult nutritional substitution. IV medication change/ adjustment was done in response to this event and non-surgical intervention was performed. It was further reported that post procedure the patient underwent pericardium puncture and 1000 ml (approx.) Of arterial blood was aspirated in response to the event and hemodynamic conditions stabilized. Subsequently, the patient was transfused with a total of 5 packed red blood cell unit, 2 units of platelet and 4 units of fresh frozen plasma in response to the event. On (B)(6) 2020, laboratory findings revealed rise in hemoglobin as 9.3 g/dl and hematocrit as 0.28%. On the same day, the echocardiogram and lab test revealed no evidence of any intraoperative myocardial ischemia. On (B)(6) 2020, thorax x-ray revealed moderate pleural effusion on the right with no evidence of pneumothorax and congestion or infiltrate. On the same day, tee revealed global hypokinetic heart, left ventricular hypertrophy, right ventricle clearly dilated, severely impaired biventricular pump function, mitral regurgitation grade 2, sclerosis of the aortic valve, mild to moderate stenosis, severe tricuspid regurgitation with no evidence of severe pulmonary hypertension, and suspected dislocation of the laa occluder. On (B)(6) 2020, the patient was transferred to emergency department of another hospital for the further diagnostics and treatment as the patient was noted with subsequently clearly impaired lv function. Upon arrival, the patient showed symptoms of dyspnea and lower leg edemas and subsequently, aspirin was stopped. Bedside echocardiography in supine position revealed normal dimensions of the left ventricle with moderately impaired function (ejection fraction 40%) with septal, apical as well as anterolateral hypokinesis to akinesis visually detectable, and sclerosis of the aortic valve with moderate stenosis. Repeated echocardiography with handheld device revealed visually detectable severely impaired left ventricular function with hypokinesis to akinesis in lateral region, end-diastolic pericardial effusion edge 3 mm, pleural effusion on the left and respiratory variation of the ivc. On (B)(6) 2020, coronary angiography revealed the following. Lad: clearly diffuse coronary sclerosis with wall motion abnormalities lcx: diffuse coronary sclerosis with wall motion abnormalities, approx. 50% proximal stenosis. Right coronary artery: severe, diffuse coronary sclerosis, approx. 40-50% ostial stenosis (no bp decrease), approx. 50% pda and rpl originstenosis. Subsequently, coronary angiography revealed no evidence of significant chd and no dislocation of the laa occlude. On (B)(6) 2020, holter ECG findings revealed increased heart rate of 90 beats/minute, at night 75 beats/minute, episodes of known atrial fibrillation (intermittent) and tachycardia episodes at times with up to 140/min and subsequently the patient was adjusted with beta-blocker dosage. On the same day, tee revealed left atrial appendage occluded with a watchman, no evidence of residual fluid and device in regular position rather proximally of the landing zone and good compression from 10-15%. On (B)(6) 2020, thoracic x-ray in the supine position revealed progressive, moderate pleural effusions right to left with borderline dystelectasis, no evidence of a pneumothorax, congestion and infiltrate. On (B)(6) 2020, ultrasound of abdomen revealed significant bilateral pleural effusions. On (B)(6) 2020, thoracic x-ray in pa (posteroanterior) standing position revealed presence of consistent minor pleural effusions, no infiltrate and mild signs of congestion. On (B)(6) 2020, bedside echocardiogram revealed left ventricle is normal in size with still moderately impaired function, septal, apical, anterolateral, inferolateral and inferior hypo-akinetic (ejection fraction 37%, lvedd 42 mm), no evidence of left ventricular hypertrophy, moderate aortic stenosis, (moderate eccentric mitral regurgitation, moderate tricuspid regurgitation, estimated pasys 28 mmhg, signs of right heart failure with impaired right ventricular function (tapse 12 mm and no evidence of pericardial effusion. On (B)(6) 2020, the patient was stable in general condition and was discharged home with aspirin. Previously it was reported that four days post index procedure the patient was diagnosed with cardiac decompensation with clinically relevant pericardial effusion. Now it is reported the patient was diagnosed on the same day as the index procedure. The patient was treated with intravenous diuretics. The patientwas recommended for cardiac catherization lab for further diagnostic.

Event description:
Flxibility study. It was reported that a pericardial effusion with tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) was advanced. The procedure was completed successfully with the closure device being implanted in the laa of the patient. A complete seal was noted. There were no complications that occurred during the procedure. Post procedure the patients blood pressure dropped and a transesophageal echocardiogram (tee) was performed. The imaging showed that the patient had a pericardial effusion of 30mm. The physician performed a pericardial puncture and 1200ml of blood was collected and transfused back into the patient. The patient was stable, but the bleeding did not stop, so after 30 minutes the patient was brought to cardiothoracic surgery. During surgery a small hole was found outside the device near the upper pulmonary vein. The physician closed this hole by suture. The closure device remained implanted. The patient was stable. Four days post implant procedure, the patient was diagnosed with cardiac decompensation with clinically relevant pericardial effusion. That day the patient developed hypalbuminemia due to intensive care treatment and difficult nutritional substitution. IV medication change/ adjustment was done in response to this event and non-surgical intervention was performed. It was further reported that post procedure the patient underwent pericardium puncture and 1000 ml (approx.) Of arterial blood was aspirated in response to the event and hemodynamic conditions stabilized. Subsequently, the patient was transfused with a total of 5 packed red blood cell unit, 2 units of platelet and 4 units of fresh frozen plasma in response to the event. On (B)(6) 2020, laboratory findings revealed rise in hemoglobin as 9.3 g/dl and hematocrit as 0.28%. On the same day, the echocardiogram and lab test revealed no evidence of any intraoperative myocardial ischemia . On (B)(6) 2020, thorax x-ray revealed moderate pleural effusion on the right with no evidence of pneumothorax and congestion or infiltrate. On the same day, tee revealed global hypokinetic heart, left ventricular hypertrophy, right ventricle clearly dilated, severely impaired biventricular pump function, mitral regurgitation grade 2, sclerosis of the aortic valve, mild to moderate stenosis, severe tricuspid regurgitation with no evidence of severe pulmonary hypertension, and suspected dislocation of the laa occluder. On (B)(6) 2020, the patient was transferred to emergency department of another hospital for the further diagnostics and treatment as the patient was noted with subsequently clearly impaired lv function. Upon arrival, the patient showed symptoms of dyspnea and lower leg edemas and subsequently, aspirin was stopped. Bedside echocardiography in supine position revealed normal dimensions of the left ventricle with moderately impaired function (ejection fraction 40%) with septal, apical as well as anterolateral hypokinesis to akinesis visually detectable, and sclerosis of the aortic valve with moderate stenosis. Repeated echocardiography with handheld device revealed visually detectable severely impaired left ventricular function with hypokinesis to akinesis in lateral region, end-diastolic pericardial effusion edge 3 mm, pleural effusion on the left and respiratory variation of the ivc. On (B)(6) 2020, coronary angiography revealed the following. Lad: clearly diffuse coronary sclerosis with wall motion abnormalities lcx: diffuse coronary sclerosis with wall motion abnormalities, approx. 50% proximal stenosis. Right coronary artery: severe, diffuse coronary sclerosis, approx. 40-50% ostial stenosis (no bp decrease), approx. 50% pda and rpl originstenosis. Subsequently, coronary angiography revealed no evidence of significant chd and no dislocation of the laa occlude. On (B)(6) 2020, holter ECG findings revealed increased heart rate of 90 beats/minute, at night 75 beats/minute, episodes of known atrial fibrillation (intermittent) and tachycardia episodes at times with up to 140/min and subsequently the patient was adjusted with beta-blocker dosage. On the same day, tee revealed left atrial appendage occluded with a watchman, no evidence of residual fluid and device in regular position rather proximally of the landing zone and good compression from 10-15%. On (B)(6) 2020, thoracic x-ray in the supine position revealed progressive, moderate pleural effusions right to left with borderline dystelectasis, no evidence of a pneumothorax, congestion and infiltrate. On (B)(6) 2020, ultrasound of abdomen revealed significant bilateral pleural effusions. On (B)(6) 2020, thoracic x-ray in pa (posteroanterior) standing position revealed presence of consistent minor pleural effusions, no infiltrate and mild signs of congestion. On (B)(6) 2020, bedside echocardiogram revealed left ventricle is normal in size with still moderately impaired function, septal, apical, anterolateral, inferolateral and inferior hypo-akinetic (ejection fraction 37%, lvedd 42 mm), no evidence of left ventricular hypertrophy, moderate aortic stenosis, (moderate eccentric mitral regurgitation, moderate tricuspid regurgitation, estimated pasys 28 mmhg, signs of right heart failure with impaired right ventricular function (tapse 12 mm and no evidence of pericardial effusion. On (B)(6) 2020, the patient was stable in general condition and was discharged home with aspirin.

Event description:
(B)(6). It was reported that a pericardial effusion with tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) was advanced. The procedure was completed successfully with the closure device being implanted in the laa of the patient. A complete seal was noted. There were no complications that occurred during the procedure. Post procedure the patients blood pressure dropped and a transesophageal echocardiogram (tee) was performed. The imaging showed that the patient had a pericardial effusion of 30mm. The physician performed a pericardial puncture and 1200ml of blood was collected and transfused back into the patient. The patient was stable, but the bleeding did not stop, so after 30 minutes the patient was brought to cardiothoracic surgery. During surgery a small hole was found outside the device near the upper pulmonary vein. The physician closed this hole by suture. The closure device remained implanted. The patient was stable. Four days post implant procedure, the patient was diagnosed with cardiac decompensation with clinically relevant pericardial effusion. That day the patient developed hypalbuminemia due to intensive care treatment and difficult nutritional substitution. IV medication change/ adjustment was done in response to this event and non-surgical intervention was performed.